Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 unsealed sample and 1 photo submitted for evaluation. The reported issue of separation adapter from tubing was confirmed upon inspection of the samples. Analysis of the sample and photo showed that the extension tube was completely separated from the adapter. Further analysis found that there was an insufficient amount of adhesive in the adapter and extension tubing. Bd determined that the cause of the failure was related to our manufacturing process. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva fell apart. The following information was provided by the initial reporter: we had a nexiva fall apart while in use. 3 jun 2024: is there any harm to patient? If yes, what is the impact? No.